Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the article author, the pvl was due to severe calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: " open-heart transcatheter aortic valve replacement in complex aortic valve reoperation: about a case series". Corresponding author alexis theron and nicolas jaussaud, the following event was identified: the patient was a (B)(6)-year-old man with symptoms of ingravescent dyspnoea. Nineteen years previously, he received a 22mm aortic root homograft in the native aortic position. Transthoracic echocardiography (tte) and transoesophageal echocardiography (toe) showed severe aortic valve regurgitation and moderate aortic stenosis. Computed tomography (CT) scan revealed a severe calcified aortic root. Conventional redux avr was planned in order to implant a bioprosthesis (patient refused a mechanical valve). Aortotomy was performed and a massively calcified aortic root was documented. Because of the heavy calcification of the aortic annulus, the suture of a conventional aortic bioprosthesis was not possible and the replacement of the entire homograft was considered too risky. After excision of the aortic leaflets and annulus sizing, a tavr was performed with a 23 sapien xt bioprosthesis using the ascendra 24 fr delivery system. After weaning from cardiopulmonary bypass, operative toe was performed and showed a severe periprosthetic regurgitation (ppr). Therefore, the 23 sapien xt was replaced by a 26 sapien xt. The second toe showed no ppr. The post-operative course was uneventful. The patient was discharged on the 10th post-operative day. Mean transvalvular gradient was 16mmhg, and no ppr was observed in tte at discharge and 1 year after surgery.